Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during a visual inspection of the pump, the battery cap was found to be broken into many pieces. A portion of the battery cap was stuck in the battery compartment. A test cap was used to complete investigation. The pump case was removed and evidence of moisture ingress was found throughout the pump interior. Current draws did not measure within specifications due to moisture ingress. Investigation revealed no indication of a malfunction that may have caused a temperature issue. A temperature issue was not duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.